Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user two cna's were moving patient on the hoy lift presence when it tilt to the right. The patient was being moved from the bed to a chair and as they turned the lift to the right is when the tilt occurred. The patients' (B)(6). As the lift started to tip, both employees tried to stop the lift from flipping and dropping the patient on the floor. But in the process, one of the employees injured his foot and was sent to the walk-in clinic for evaluation. The injury to the employee's foot is unknown. The patient was lowered to the floor safely. After the incident, the resident complained about her left ankle hurting. She was x-rayed at the facility and told there were not any fractures, she is sore and has a bruise. During the phone conversation with the facility, they mentioned that the lift's left leg was not working properly and did not know if this occurred before or after the incident. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.